Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('hsg showed that one micro insert was placed 3 cm too far in') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician was having a great deal of difficulty placing the micro insert" on (B)(6) 2009 and device ineffective "device ineffective". The patient's medical history included hernia repair in 2010, arthritis, hip dislocation and pregnancy. On (B)(6) 2009 hysterosalpingography: it showed that one micro insert was placed 3 cm too far in. Other tube appears blocked without insert. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("procedure was very painful"). In 2009, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion ("micro insert expelled 7 days after the placement"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("she did get pregnant after the essure"). On (B)(6) 2009, the device expulsion had resolved. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the procedural pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for device dislocation, device expulsion and procedural pain with essure. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: as per medical records of (B)(6) 2017, patient was using nexplanon as her current method of contraception. She had essure but got pregnant on it, she would like to discuss bilateral tubal ligation (btl). She did have a hernia repair with mesh just below her ombillicus. She had no complaints. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received. Reporter information added. Events: she did get pregnant after the essure, device ineffective added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed), and describes the occurrence of device dislocation ('hsg showed that one micro insert was placed 3 cm too far in'). In a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician was having a great deal of difficulty placing the micro insert" on (B)(6) 2009. And device ineffective "device ineffective". The patient's medical history included: hernia repair in 2010, arthritis, hip dislocation and pregnancy (B)(6) 2009. Hysterosalpingography: it showed, that one micro insert was placed 3 cm too far in. Other tube appears blocked without insert. Concomitant products included: etonogestrel (nexplanon). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("procedure was very painful"). In 2009, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion ("micro insert expelled (B)(6) days after the placement"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("she did get pregnant after the essure"). On (B)(6) 2009, the device expulsion had resolved. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. And the procedural pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter provided no causality assessment for device dislocation, device expulsion and procedural pain with essure. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: as per medical records of (B)(6) 2017, patient was using nexplanon as her current method of contraception. She had essure, but got pregnant on it. She would like to discuss bilateral tubal ligation (btl). She did have a hernia repair with mesh just below her ombillicus. She had no complaints. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.